Event description:
The customer reported there was a problem with the ventilator's power supply noted during testing. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. During evaluation, the manufacturer's service technician reported the power supply was not giving a 35v output voltage. A 35volt failure occurrence may result in a shut down of the device during operation.

Manufacturer narrative:
(B)(4). Service in progress.